Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error after it has been exposed to moisture. Button error troubleshooting was performed and confirmed that was started to work again. Customer also reported that the insulin pump had a blank display but was able to turn it back on. Customer reported that the insulin pump had a black screen and there is fluid under the lcd display. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Motor error alarm during the basic occlusion test due to faulty fsr (gold). Pump passed displacement test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no blank or black display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.